Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) felt that the pump was positioned sideways and had a weakened urine stream. The aus is still implanted. The patient was encouraged to discuss with his physician. No further patient complications reported.